Event description:
It was reported that the programmer would shock users when attempting to use it. Upon booting of the device, it displayed a message of overheating. The device was no longer used.

Manufacturer narrative:
Initial reporter: company representative.